Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro closure device on (B)(6) 2025. There were no recaptures, and no complications reported during the procedure. The patient was discharged the same day on a medication regime of eliquis. The patient was admitted to the hospital on (B)(6) 2025 with complaints of shortness of breath, chest pain, fatigue and diarrhea. The patient had a temperature of 100.2. Oxygen saturation was 90-93%, and blood pressure was 146/94mmhg. Chest x-ray (cxr) showed concerns for pneumonia versus pleural effusion. Computed tomography angiography (cta) of the abdomen and pelvis showed dense right lower lung pneumonia. No echocardiogram was done. The patient was transferred to the inpatient cardiac unit following hemodialysis due to acute respiratory failure and pneumonia, with additional concerns including acute diarrhea to rule out gastrointestinal bleeding, hyponatremia, and elevated troponin levels. A rapid response was initiated at 9:23 pm for low oxygen saturation, which improved after administration of duoneb and 8l oxygen via oxymizer. At 12:37 am on (B)(6) 2025, the nurse found the patient unresponsive, with the oxymizer and pulse oximeter off. The patient was unresponsive with no pulse, prompting a code blue. Despite resuscitation efforts, the patient was pronounced dead at 12:58 am. The official cause of death was pneumonia. The physician does not believe implant caused or was directly related to patient death.

Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro closure device on (B)(6) 2025. There were no recaptures, and no complications reported during the procedure. The patient was discharged the same day on a medication regime of eliquis. The patient was admitted to the hospital on (B)(6) 2025 with complaints of shortness of breath, chest pain, fatigue and diarrhea. The patient had a temperature of 100.2. Oxygen saturation was 90-93%, and blood pressure was 146/94mmhg. Chest x-ray (cxr) showed concerns for pneumonia versus pleural effusion. Computed tomography angiography (cta) of the abdomen and pelvis showed dense right lower lung pneumonia. No echocardiogram was done. The patient was transferred to the inpatient cardiac unit following hemodialysis due to acute respiratory failure and pneumonia, with additional concerns including acute diarrhea to rule out gastrointestinal bleeding, hyponatremia, and elevated troponin levels. A rapid response was initiated at 9:23 pm for low oxygen saturation, which improved after administration of duoneb and 8l oxygen via oxymizer. At 12:37 am on (B)(6) 2025, the nurse found the patient unresponsive, with the oxymizer and pulse oximeter off. The patient was unresponsive with no pulse, prompting a code blue. Despite resuscitation efforts, the patient was pronounced dead at 12:58 am. The official cause of death was pneumonia. The physician does not believe implant caused or was directly related to patient death.

Manufacturer narrative:
H6: impact code added.